Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device; implant date ; explant date g2: the country of the event is ca. Codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient with a wireless external neurostimulator (wens). It was reported that the demo lead when inserted into the wens device had contacts 4 and 5 not making a good connection. Physician tried cleaning it off, and re-inserting into wens and the connection still was not made. Switched the port to 8-15, same contacts would not read. Switch lead to new one and worked fine. Deemed an out of box failure. The issue was resolved at the time of the report. It was reported that no surgical interventions occurred, nor was it planned. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# 0226290824 : product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Clarifying the statement ¿contacts 4 and 5 not making a good connection", it was confirmed that the contacts would not pass connectivity test, and also had high impedances.

Manufacturer narrative:
H2: correction: please note, h6 codes b17 and c20 no longer apply to this report. H3: the returned lead (serial/lot # (B)(6)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.